Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. It was found that the suture was kinked prior to use on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual sample was returned for evaluation. The sample exhibited a wavy/kinked appearance. The device does not meet specification.